Event description:
Customer reported that the arm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found that the unit has power but does not sound due to a damaged speaker. The unit has been exposed to moisture, there is corrosion on the flat contacts and rj11 pins and a battery spring is bent. (B)(4).